Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) required an additional surgery to repair a pocket that was pulled open from using a belt for exercise during physical therapy. No repositioning of the system was required. Boston scientific technical services (ts) recommended re-optimizing the device with testing as flushing the pocket may move the device slightly. No additional adverse patient effects were reported.